Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the prn on the unspecified bd intima-ii¿ closed IV catheter system was loose and fluid leaked at the y-site. The following information was provided by the initial reporter, translated from (B)(6): "at 15:27 pm on (B)(6) 2021, the patient needed to establish intravenous access due to cerebral apostroke. After the intravenous indwelling needle was successfully punctured, 0.9%ns 250ml intravenous infusion was put on. It was found that there was leakage at the y-shaped junction of the intravenous indwelling needle, and the heparin cap was not tightly connected and the fit was not enough." "There is fluid leakage at the y-shaped interface of the venous indwelling needle, the prn is not connected tightly, and the fit is not enough."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the prn on the unspecified bd intima-ii¿ closed IV catheter system was loose and fluid leaked at the y-site. The following information was provided by the initial reporter, translated from chinese: "at 15:27 pm on (B)(6) 2021, the patient needed to establish intravenous access due to cerebral apostroke. After the intravenous indwelling needle was successfully punctured, 0.9%ns 250ml intravenous infusion was put on. It was found that there was leakage at the y-shaped junction of the intravenous indwelling needle, and the heparin cap was not tightly connected and the fit was not enough." "There is fluid leakage at the y-shaped interface of the venous indwelling needle, the prn is not connected tightly, and the fit is not enough."